Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with one conforming clip and two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. Upon testing, no clips got stuck. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident and the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, firing the device, one of the clips in it stuck. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.